Event description:
Dr said that she had an unusual occurrence with coseal. Aortic endograft, where dr reinforced the femoral artery insertion site with coseal. This pt developed a seroma, which was eventually surgically excised. A gracilis flap was put over the femoral artery. Staph epidermis infection was present. Dr stated that the pathology report indicated that this was not a typical seroma, but had a more tumor like appearance. The pt was operated on during the past 8-10 weeks. There are no lot numbers for the product. When (sr. Mgr. Clinical education) advised dr on the correct application of coseal, dr stated that she did not know that coseal needed to be applied on a dry surface and had not done so.

Manufacturer narrative:
Baxter medical assessment: although histologically not confirmed, the narrative refers potentially to a non-degraded coseal hydrogel. Its presence required revision surgery. The incident has been caused with a high level of clinical plausibility by the application of a too think layer in conjunction with an excessive amount of coseal, and in the presence of a post-surgical infection. The retraining of the reporting physician has already been performed by f/u baxter personnel (c. Both). The wording of the IFU is outlining all the aspects of the correct application and of avoiding complications described above. No further actions are required. This will be kept on file for trending purposes.